Manufacturer narrative:
The tnt-g5 reagent lot number was 79515701 with an expiration date of 30-sep-2025. The calibration was last performed on 11-jan-2025 and it was acceptable. Qc recovery was out of range after the event. The alarm trace did not show any abnormality. The field service engineer found that the cause was a kinked sample tubing. He replaced the sample tubing. He then performed air purge, calibration, and qc and they were all within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 11 patients' samples tested with elecsys troponin t gen 5 (tnt-g5) assay on a cobas e801 analytical unit. Discrepant results for 1 patient sample tested for tnt-g5 were provided. Initial result: 6.69 ng/l. The confirmatory test prompted the repeat of the sample. Repeat result: 25.8 ng/l. The repeat result was deemed to be correct. Reportedly, an amended report with the correct results for the 11 samples was issued.